Event description:
During coil embolization within an unk aneurysm, difficulty was experienced to advance the size 9 x 25 dcs orbit coil into the prowler select lpes microcatheter. The coil and microcatheter were successfully removed from the pt's vessel. There was no report of pt complications or injury.

Manufacturer narrative:
The dcs 9 x 25 received intact, except two minor bends in the delivery tube were noted. No visible hub damage was noted. The coil was stuck in the introducer and could not be advanced. The prowler select catheter was received intact. No visible damage to the body or hub was noted. The catheter was flushed with water; traces of blood were discharged from the tip. Due to difficulty advancing the coil in the introducer, it had to be pulled out. The delivery tube just proximal to the hub was sectioned and the delivery tube was back loaded into the introducer. The dcs orbit coil was inserted into the hub and advanced through the microcatheter until friction/obstruction was felt. The dcs coil was withdrawn. A lab sample dcs orbit was inserted into the hub and advanced through the microcatheter and friction/obstruction was felt. The microcatheter was sectioned approximately 38cm distal from the hub, the area in which the coil had reached. This section of the coil was removed and a strand of ptfe on a kinked section of the coil was noted. There are no identified procedural factors contributing to the report of the inability to insert the orbit 9x25 complex standard coil into the prowler 14 lpes microcatheter. The microcatheter IFU instructs that microcatheters require a continuous flush during the procedure in order to maintain the lubricity of the coating. The IFU of the orbit cautions that the continuous flush should not be interrupted during insertion of the coil into the microcatheter. From the analysis on the returned products, it appears that a kink in the coil caught on or created damage to the inner lining of the microcatheter. It is possible that the kink in the orbit coil occurred due to continued insertion of the coil against resistance. The IFU warns to never withdraw or torque the delivery tube against resistance without first determining the cause of the resistance under fluoroscopy. These manipulations of the delivery tube against resistance may cause damage to the embolic coil. It cannot be conclusively determined if these procedural factors contributed to the reported event. The exact cause of the reported difficulty appears to be a kinked section of the coil may have become caught or created a damaged section of the microcatheter lumen and started to pull the ptfe. The exact cause for the kinked coil could not be confirmed. Review of the mfg data, the product performed in accordance with device requirement. This complaint does not appear to be related to the mfg. Complaints of this type will continue to be monitored for trending purposes to determine if action is necessary.